Event description:
Boston scientific crm received information that this lead exhibited high pacing impedances. A lead extraction procedure was performed however due to unspecified difficulties the extraction was unsuccessful. The patient was transferred to another hospital where a second extraction was performed. The lead was fractured following the second procedure. It is unclear when the fracture occurred.

Manufacturer narrative:
As of today, the explanted lead has not been returned for analysis. No adverse patient effects were reported.